Event description:
It was reported that patient dislocated constrained liner. Surgeon placed a 2099-2858 with same head. Primary did not have stryker product.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was kept by the patient. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding dislocation involving a constrained acetabular insert was reported. The event was not confirmed. The patient kept the device. Medical records received and evaluation: review of the provided medical information could not confirm the event nor determine a root cause. A review of the provided medical records and/or x-rays by a clinical consultant indicated: the records report a deep infection of prior implants (non stryker) treated in 2013 with total femoral resection and ultimately total femoral reconstruction with all the devices listed below once the infection was under control following the principles of two-stage infection treatment. The limited info does mention there hardly was soft tissue around the hip with reimplantation and as such the soft tissue structures are of very poor quality. Already total femoral reconstruction has the implication that for instance hip abductor musculature is insufficient which is an important stabilizer for the hip joint both in a native hip joint and an arthroplasty joint. Dislocation problems are frequent after such procedures and represent the biggest challenge during and after surgical reconstruction with large segmental resections. As such, it does not surprise that dislocation of even a constrained liner did occur. They are used to help stabilize the unstable joint but are no guarantee for success if soft tissue and musculature conditions around the hip are poor such as in this case. Such instabilities are usually caused by an adverse mix of patient-related factors regarding soft tissue quality around the joint and activity level of the patient plus procedure-related factors regarding optimal component position. Device-related factors do not normally play a role in such a failure scenario and also in this case such appears not to be a factor of relevance. Still, due to absence of x-rays and other relevant clinical information, it is not possible to differentiate between the listed root cause factors although we can be sure that an adverse combination of the discussed patient-related and procedure-related factors has been responsible for the hip instability and dislocation while device-related factors are notoriously absent in such failure scenario¿s. Due to lack of further information, no more details of the failure mechanism can be discussed. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, operative notes, follow up notes and patient history are required to investigate further.

Event description:
It was reported that patient dislocated constrained liner. Surgeon placed a 2099-2858 with same head. Primary did not have stryker product.